Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The meridian filter was successfully deployed with minimal tilt. Approximately one-year post filter deployment, patient presented with lower quadrant abdominal pain. Approximately four years later, CT revealed presence of two ivc filters with the recovery series type filter was tilted and there was perforation beyond the ivc wall. Additionally, there was no filter strut fractures or bending. Therefore, the investigation is confirmed for positioning issue and perforation of the ivc. However, the investigation is inconclusive for pe post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated beyond the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.